Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no longer recognized by video processors was due to connector plug unit connection having no image: error b30 and connector control board having no image: error b30. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope is no longer recognized by video processor. It is unknown when the issue occurred. There were no reports of patient harm.